Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having trouble with the infusion sets when she changes them out. Customer's blood glucose was over 600 mg/dl last night. Customer stated that her chest was pounding last night and she treated with a shot and the insulin pump. Customer stated that she checked her site and it was bent again. Customer changed the set this morning and today her blood glucose dropped to 50 mg/dl while she was at work. Customer drank juice to bring it up. Customer stated that 40 minutes ago her blood glucose was 180 mg/dl, but her current blood glucose is 233 mg/dl. Customer stated that she ate and had a little bit of juice. Customer stated that the doctor put her on the pump because she was on shots and she would continuously be in the hospital because her blood glucose would drop low. Customer was explained that she would need a prescription for sensors. Customer declined troubleshooting.